Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lots and the tracking and trending report review determined that there are no related adverse and non-statistical trends for the two mentioned assays. A review of labeling concluded that the issue is sufficiently addressed. The performance of the likely cause lots was investigated by completing a review for nonconformances, potential non-conformances and deviations related to the likely cause lots. This review did not reveal any events or issues that may have impacted the performance of the lot numbers in relation to the complaint issue. A review of field data was performed for the prism hbsag assay. The initial (B)(6) rate, repeat (B)(6) rate and the specificity were within package insert specifications. A product deficiency was not identified.

Event description:
The account stated a donor generated (B)(6) prism hbsag (B)(6), confirmed (B)(6) with prism hbsag confirmatory results. Data provided: donor 2 generated prism hbsag (B)(6), (B)(6) and confirmed hbsag confirmatory (B)(6) using a different sample from the same draw. A second blood draw generated (B)(6) prism hbsag results. No plasma units were released for use and the donor is deferred from further donation. No impact to patient/donor management was reported. No specific donor information was provided.